Event description:
It was reported that the user experienced sustained high blood glucose while using the ilet, with insulin dosing stopped when the glucose sensor was not functioning and a new sensor subsequently connected, and the user appeared not to recognize that the device had ceased dosing. Symptoms included hyperglycemia reaching 400 mg/dl accompanied by back pain. Outcomes included no reported health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem associated with improper procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.